Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during collection using bd vacutainer® lh pst¿ ii plus blood collection tubes, 2 tubes pushed off the acquisition device during a test using water. There was no health impact or consequences reported.

Manufacturer narrative:
Following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 25-sep-2025 investigation summary: bd received two samples for investigation. The two returned samples were visually examined and appeared to be already used; hence, they were not tested. Additionally, ten retained samples were used for functional tests, and none of the tubes were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during collection using bd vacutainer® lh pst¿ ii plus blood collection tubes, 2 tubes pushed off the acquisition device during a test using water. There was no health impact or consequences reported.